Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. With another battery attached, the device behaved normally. No high current drain sources were found. The device was tested on the bench and on our automated testing equipment and no anomaly was found. The cause of the battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device could not be interrogated. Device was explanted and replaced.